Event description:
It was reported that during a da vinci cholecystectomy surgical procedure, the head of the maryland dissector instrument was detached from the shaft. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's main tube to be broken. The instrument's main tube was broken at the distal tip of the instrument where the distal clevis joins the main tube. The main tube was broken around the entire circumference which has allowed the tip of the instrument to detach. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken main tube if to recur could cause or contribute to an adverse event.